Manufacturer narrative:
(B)(4). The device was visually and functionally evaluated. During evaluation, the blade failed to rotate. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07187. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the device was functioning and then the blade stalled. There were no adverse patient consequences.